Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the photo revealed that the ria 2 bone harvesting kit l520 had no defect, image only shows the tip of the shaft, and the device does not present any signs of breakage, hence the complaint condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the ria 2 bone harvesting kit l520. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Manufacturing location: packaged, sterilized and released by: monument, release to warehouse date: 31-jan-2023, expiration date: 01-jan-2024, part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile, lot number: 4158p69 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev b, lmd rev b was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming. Scn 24654 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m001, reaming rod/drive shaft packaged, lot number: 4083p88. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal, lot number: 4039p76. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073695 rev a met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 04-jan-2023 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR., part number: 03.404m002, graft/irr/suction assembly lot number: 4084p74. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m014, irrigation tubing set lot number: 2533p31. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073691 rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 29-sep-2022 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 2723p29. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073692 rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 13-oct-2022 was reviewed and determined to be conforming. Part number: 03.404m033, ria ii graft filter lot number: 4084p50. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073696 rev d met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 05-jan-2023 was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged lot number: 4085p18. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly, lot number: 3998p39. Inspection instruction met all inspection acceptance criteria. Inspection plan, 03.404m010-2-btq957412 / 1, met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 28-dec-2022 was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hrx. D9: complainant part is not expected to be returned for manufacturer. Review/investigation. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from france reports an event as follows: it was reported that during a procedure on (B)(6) 2023, the reamer head (ria 2) broke. Small fragments of the reamer head were left in the patient because there was no access to the femoral canal. The ria 2 drive shaft also broke. Procedure was completed successfully with no delay. This report is for a ria 2 bone harvesting kit 520mm sterile. This is report 1 of 2 for (B)(4).